Event description:
It was reported that the bd insyte¿ IV catheter tip was found damaged before use when opening up the packaging. The following information was provided by the initial reporter, translated from japanese to english: "when opening the package, the catheter tip was damaged."

Manufacturer narrative:
Two photos and one actual sample were received by our quality team for evaluation. Upon visual inspection of the photo and sample received, the needle was pierced through the catheter; therefore the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident is related to the manufacturing process and a corrective action project, CAPA#590840, has been initiated to further investigate and address this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter tip was found damaged before use when opening up the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening the package, the catheter tip was damaged."